Event description:
Contact reports surgeon had difficulty assembling a set screw to the polyaxial screw at l4 in the spinal construct during minimally invasive surgery. After approximately an hour of attempting to assembly the set screw without success, the spinal rod, set screw, and viper polyaxial screw - all part of the construct - were removed. Examination of the polyaxial screw found its inner saddle was protruding into its screw head, preventing proper rod placement and set screw assembly. Once off of the sterile field, screw's three components are reported to have easily separated. The surgeon had another polyaxial screw on hand which was inserted and procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The polyaxial screw has been returned for evaluation. A follow up report will be filed upon completion of the evaluation.

Manufacturer narrative:
Examination of the returned screw confirmed that the screw head was swaged to the screw cap as required. Review of the device history record found no discrepancies. No other complaints have been reported for this production lot. No definitive conclusions can be made as to the cause of displacement of the inner saddle and subsequent disassembly of the removed screw. However, the damage appears to be the result of forces applied to the screw by the user during insertion. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed.